Manufacturer narrative:
The pump was returned to animas for investigation. Evaluation revealed the pump was delivering insulin accurately, the sensor was detecting the correct force, and when an occlusion alarm was reproduced, the pump alarmed with audible and screen notification.

Event description:
The patient reported obtaining four to five occlusion alarms per day on the reported insulin pump since (B)(6) 2011. On (B)(6) 2011, the patient went to the emergency room where her blood glucose level was 400 mg/dl. The patient was admitted to ICU with a diagnosis of dka and was treated with intravenous insulin. The patient reported the occlusion alarms occurred randomly, and during a bolus injection. The patient also noted the pump sounded as if it was 'struggling'. During a telephone call to customer service on (B)(6) 2011, the patient noted she was using an infusion set that expired in 2008. During the (B)(6) 2011, customer service telephone call, the patient confirmed the infusion set she was using was current and had an expiration date of 2012; no lot number was provided. Troubleshooting revealed the patient changed the infusion set after the second alarm, her insertion technique was correct, and there were no bends or kinks in the tubing.